Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney alleges unspecified injuries on the date of implant; however, no details have been provided regarding the nature of the injury. The patient's attorney did not allege any specific device failure and no medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol 3dmax. On (B)(6) 2011 - the patient had unspecified injuries. On (B)(6) 2011 - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the 3dmax. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol 3dmax. (B)(6) 2011 - the patient had unspecified injuries. (B)(6) 2011 - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the 3dmax. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per amended legal claim: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax on (B)(6) 2011, bard mesh (bard flat mesh) on (B)(6) 2011 and perfix plug on (B)(6) 2022. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient sustained unspecified injury on (B)(6) 2011. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney alleges unspecified injuries on the date of implant; however, no details have been provided regarding the nature of the injury. The patient's attorney did not allege any specific device failure and no medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: h.11: this is an addendum to the initial emdr submitted (MDR_number 1213643-2018-01779). This supplemental emdr has been submitted to report the corrected event date provided in the amended legal claim. No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This supplemental emdr represents the bard/davol 3dmax (device #1). An additional emdrs were submitted to represent the bard mesh (bard flat mesh) (device #2) and the bard/davol perfix plug (device #3). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.